Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they allege insulin pump was under delivering and also they experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl, 250 mg/dl. Customer was treated with insulin pump. Customer stated insulin pump had insulin flow blocked alarm and insulin was exited. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.